Manufacturer narrative:
The patient sample was requested for investigation, but could not be obtained. The investigation noted that negative elecsys anti-sars-cov-2 test results obtained for the patient do not completely rule out the possibility of an infection with sars-cov-2, hence not contradicting the reactive pcr outcome. Based on the available information, a general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The qc and calibrations were within acceptable ranges. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys anti-sars-cov-2 results for 1 positive covid-19 patient on a cobas e 411 module, serial number (B)(4). On (B)(6) 2020, the patient sample produced a negative result of 0.073 coi. On (B)(6) 2020, a new patient sample produced a negative result of 0.072 coi. The results were not reported outside of the laboratory.